Event description:
Three years post uae, bleeding started almost daily, often with vaginal discharge that is thick, gray, green, puslike, sometimes brown, almost daily. Recently told now menopausal. Discharge continues and increasingly heavy. The last two months, tiny, solid calcifications, slivers, were passed vaginally.